Event description:
A care giver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain. The home patient (hp) disconnected to use the restroom, then drain started before he reconnected, then the hp reconnected. The technical service representative (tsr) assisted the cg with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp need to end therapy and contact their nurse. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone. The cg stated home patient (hp) has continued therapy no injury or medical intervention reported as a result of this incident and they did let their nurse know about the alarm.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain was confirmed using complaint information; the home patient (hp) disconnected to use the restroom, then drain started before he reconnected, then the hp reconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.